Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A96862-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation, cholangiogram and cholecystectomy. Concurrent conditions included pancreatitis, nausea, epigastric pain, breast mass, benign neoplasm of breast, dysfunctional uterine bleeding, endometriosis and anemia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy- uterosacral colpopexy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about essure conformation test patient does not undergo confirmation date and confirmation test also mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A96862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation, cholangiogram and cholecystectomy. Concurrent conditions included pancreatitis, nausea, epigastric pain, breast mass, benign neoplasm of breast, dysfunctional uterine bleeding, endometriosis and anemia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy- uterosacral colpopexy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about essure conformation test patient does not undergo confirmation date and confirmation test also mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporters information updated. This case upgrade from device other event to incident. Lot number added. Event: injury were updated to dysmenorrhea (cramping). On 18-sep-2019: fu 1 and fu 2 were processed together. New events: abnormal bleeding (vaginal), menorrhagia, pelvic pain , abdominal pain were added. Lab data were added. Medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.